Event description:
Physio-control was performing an eval of a device returned. A review of the device's data download shows indications that device operation locked up during the 3:00 am selftest in 2008, and subsequently depleted the device's internal battery and the charge-pak battery charger.

Manufacturer narrative:
Physio-control is continuing to investigate the occurrence.